Manufacturer narrative:
Block h6: problem code 1484 captures the reportable event of stent premature deployment. Block h10: a wallflex biliary rx delivery system was received for analysis; the stent was not returned. Visual examination found the outer and the inner sheath were kinked; the kinked section was located approximately at 45cm from the tip of the delivery system. No other issues were noted. Taking all available information into consideration, the investigation concluded that the reported event and the observed failures were likely due to procedural factors such as handling of the device, the manner how the device was manipulated or the quantity of force applied in the attempt to insert the device in the biopsy channel , which limited the performance of the device. Therefore, the most probable cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly, and performance specifications at the time of release for distribution. A labeling review was performed and from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation on (B)(6), 2020 that a wallflex biliary rx covered stent was to be used to treat a stricture in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6), 2019. Reportedly, the patient's anatomy was dilated prior to stent placement. According to the complainant, during the procedure, after advancing the stent to the biopsy channel the stent deployed prematurely inside the scope. The device was removed and the procedure was completed with another wallflex biliary stent. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The device has not been received for analysis; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on january 2, 2020 that a wallflex biliary rx covered stent was to be used to treat a stricture in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2019. Reportedly, the patient's anatomy was dilated prior to stent placement. According to the complainant, during the procedure, after advancing the stent to the biopsy channel the stent deployed prematurely inside the scope. The device was removed and the procedure was completed with another wallflex biliary stent. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be stable.